Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas pro ise analytical unit. The initial result was 150.8 mmol/l. The repeat result was 145.2 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer performed daily maintenance, replaced the electrodes, and performed an instrument check. The field service engineer (fse) adjusted the sample probe and the vacuum and sipper nozzles. The customer¿s maintenance actions and the service actions resolved the issue. The specific cause of the event could not be determined.